Event description:
The account noticed visible smoke and a burning odor coming from the cell-dyn sapphire compressor. The cell-dyn sapphire analyzer was shut down and power cable disconnected. The account stated the compressor plastic house was open and partially melted. The compressor itself and analyzer showed no signs of fire or smoke. No patient involvement. No operator injury was reported.

Manufacturer narrative:
(B)(6). (B)(4). The evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The issue was isolated to a capacitor on the cell-dyn sapphire compressor assembly. The cell-dyn sapphire compressor assembly was replaced and the instrument was returned into an operable status. The investigation was based on the information received, inspection of the returned cell-dyn sapphire compressor assembly, and historical data review. A review of the historical data did not find an issue similar to the customer concern. Investigation of the returned cell-dyn sapphire compressor assembly by a subject matter expert (sme) confirmed that the run capacitor had opened and the plastic housing melted. The cell-dyn sapphire compressor assembly wires were inspected for cuts or breaks and none were observed. The movement of the compressor vacuum and pressure pump head were inspected and no issues were found. The damaged capacitor was replaced and the cell-dyn sapphire compressor assembly was installed into a cell-dyn sapphire system. The cell-dyn sapphire compressor assembly worked properly. In conclusion, visual inspection and testing of the returned cell-dyn sapphire compressor assembly showed no reason for the failure of the capacitor other than an internal failure of the run capacitor itself. Based on the event details and investigation, no product deficiency was identified with the cell-dyn sapphire instrument.